Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis device due to a fluid loss within the system. During the revision surgery, the physician identified a hole in the cylinder, which was determined to be the cause of the fluid loss. The physician attributed the hole to repeated use of the device. Consequently, the device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).